Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, fold creases, curved opening, brown particles in shell. The leak test and microscopic analysis was performed which identified: a curved striated opening on radius side assessed as surgical damage, a curved sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.